Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) manufactures the compact system. The incident occurred in (B)(6). The engineers at the hospital checked this machine and judged that the motor control board was malfunctioning. Reportedly, this was a 20 years old machine thus the customer decided to scrap it. No additional information is available on this specific case.

Event description:
Livanova (B)(4) received a report that the main pump used on a compact system hlm stopped before starting cec. The pump was replaced with a backup device and the procedure could be completed. There was no report of patient injury.